Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.

Event description:
A report that the patient's precision system was explanted was received. There is no further information available.